Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient has noticed that sometimes in the morning they will have more back and leg pain so they will increase settings. After about 5 minutes it would turn off and ¿go back down to normal settings¿. The patient did not know if they had adaptive stimulation and could not troubleshoot. They stated they were in the hospital due to a broken ankle they got from falling. They stated the fall was not caused by the device. The patient reported the therapy was on right now but they had it turned down low to prevent it from discharging. When asked if their baseline pain had returned, the patient stated it was now their ankle that was in pain. The patient also reported that they were having a hard time because they had to stay standing when charging. If they sat down, it was hard to keep the antenna on the battery and this had always been the case. The patient was redirected to their healthcare professional (hcp). No further patient complications were reported as a result of this event.